Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was getting alert 113 (reduced water temperature control) on the arctic sun device. Nurse stated that the patient temperature was 36.7c, target temperature was 37c, water temperature was 26.9c and flow rate was 0.6lpm. Nurse did not have a neonatal pad, so they were using an adult universal pad. Mss suggested to connect a second pad and placing it to the side. Then the flow rate was 1.6lpm. Nurse stated that the water temperature was increasing up to 32c by the end of the call. Mss discussed to do a diligent skin checks as this pad does not have the cloth liner.

Event description:
It was reported that the nurse was getting alert 113 (reduced water temperature control) on the arctic sun device. Nurse stated that the patient temperature was 36.7c, target temperature was 37c, water temperature was 26.9c and flow rate was 0.6lpm. Nurse did not have a neonatal pad, so they were using an adult universal pad. Mss suggested to connect a second pad and placing it to the side. Then the flow rate was 1.6lpm. Nurse stated that the water temperature was increasing up to 32c by the end of the call. Mss discussed to do a diligent skin checks as this pad does not have the cloth liner.

Manufacturer narrative:
Upon further review, bd has determined this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.